Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) alleging a "battery issue" as well as an "inaccuracy issue" with the onetouch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The mas mailed a letter to the patient on july 8, 2008. The patient stated that the reported issues with the subject meter started on original date at 9:30 am. During that time, the patient reportedly obtained inaccurately low readings on the subject meter and the control solution test results fell outside the range. The patient reportedly obtained a control solution test result of "129 mg/dl" (83-116 mg/dl) and a blood sugar reading of "117 mg/dl" on the subject meter during that time. It is not known whether the patient was symptomatic when he reportedly obtained the readings on the subject meter. It would have been helpful to know the normal readings for the patient. The patient also indicated that he replaced the battery a week prior to contacting the lfs and still he could see the "battery indicator." The patient reportedly decreased the dose of diabetes medication (insulin) after the alleged issues began with the subject meter. After the reported issues began, the patient reportedly experienced "low sugar symptoms." The patient reportedly did not receive/ require any medical treatment or intervention for the diabetes. He was not tested on any other meter. At the time of troubleshooting, it was verified that this was not a new product. The patient had replaced the battery per the owner's manual. The patient was obtaining blood samples from his fingers. The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. The meter was set to the correct unit of measurement. When the cca walked the customer through the control solution test, the result fell outside the normal range. This complaint is being reported because the alleged issue was not resolved with troubleshooting. In addition, the patient claimed that he developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.